Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('hypersensitivity') in an adult female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2010), recurrent abortion, dysfunctional uterine bleeding, vaginal itching, urinary tract infection and vaginal candidiasis. Previously administered products included for an unreported indication: implanon from 2007 to 2009. Concomitant products included etonogestrel (nexplanon) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal digestive system condition type: constipation"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced alopecia ("hair loss") and arthralgia ("joint pain"). In 2016, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), psychological trauma ("psychology injury"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, back pain, psychological trauma, gastrointestinal disorder, hormone level abnormal, headache, nausea and arthralgia outcome was unknown, the dysmenorrhoea, menorrhagia, vaginal haemorrhage, fatigue, alopecia and weight increased had resolved and the migraine, abdominal distension and constipation was resolving. The reporter considered abdominal distension, alopecia, arthralgia, back pain, constipation, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date-(B)(6) 2019 previously reported essure insertion date was (B)(6) 2012 (discrepancy noted) current weight 196 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: bilateral occlusion, hysterosalpingogram; on (B)(6) 2012: tubal ligation devices in place with complete occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: plaintiff fact sheet received. Lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('hypersensitivity') in an adult female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6) 2004, (B)(6) 2007, (B)(6) 2010), recurrent abortion, dysfunctional uterine bleeding, vaginal itching, urinary tract infection and vaginal candidiasis. Previously administered products included for an unreported indication: implanon from 2007 to 2009. Concomitant products included etonogestrel (nexplanon) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal digestive system condition type: constipation"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced alopecia ("hair loss") and arthralgia ("joint pain"). In 2016, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), psychological trauma ("psychology injury"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, back pain, psychological trauma, gastrointestinal disorder, hormone level abnormal, headache, nausea and arthralgia outcome was unknown, the dysmenorrhoea, menorrhagia, vaginal haemorrhage, fatigue, alopecia and weight increased had resolved and the migraine, abdominal distension and constipation was resolving. The reporter considered abdominal distension, alopecia, arthralgia, back pain, constipation, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2019 previously reported essure insertion date was (B)(6) 2012 (discrepancy noted) current weight 196 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: bilateral occlusion, hysterosalpingogram; on (B)(6) 2012: tubal ligation devices in place with complete occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('hypersensitivity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2010), miscarriage, dysfunctional uterine bleeding, vaginal itching, urinary tract infection and vaginal candidiasis. Previously administered products included for an unreported indication: implanon from 2007 to 2009. Concomitant products included etonogestrel (nexplanon) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal digestive system condition type: constipation"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced alopecia ("hair loss") and arthralgia ("joint pain"). In 2016, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), psychological trauma ("psychology injury"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, back pain, psychological trauma, gastrointestinal disorder, hormone level abnormal, headache, nausea and arthralgia outcome was unknown, the dysmenorrhoea, menorrhagia, vaginal haemorrhage, fatigue, alopecia and weight increased had resolved and the migraine, abdominal distension and constipation was resolving. The reporter considered abdominal distension, alopecia, arthralgia, back pain, constipation, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date-(B)(6) 2019. Previously reported essure insertion date was (B)(6) 2012 (discrepancy noted) current weight 196 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: bilateral occlusion, hysterosalpingogram; on (B)(6) 2012: tubal ligation devices in place with complete occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: vaginal bleeding, menorrhagia, migraine, dysmenorrhea, joint pain, bloating, constipation, low back pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('hypersensitivity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), psychological trauma ("psychology injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the hypersensitivity, psychological trauma, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered alopecia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, nausea, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- event ¿ injury¿ replaced with new events allergy- hypersensitivity, psych injury,other injuries/symptoms- fatigue, gi conditions, hair loss, hormonal changes, headaches. Product indication was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.